Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain with device use. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.